Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27231, 2017865-2021-27232. It was reported that a patient presented to the clinic on (B)(6) 2021 with an infection. The patient's entire system, including their pacemaker, right atrial and right ventricular leads, were explanted on (B)(6) 2021. A new system was implanted on (B)(6) 2021. The patient was stable throughout.